Event description:
The customer reported that the system would not turn on (boot up). There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. Cb1 ad cb2 circuit breakers were reset. The system was then found to be operating is intended.